Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 375cc and experienced deflation on the left breast implant. As a result, patient underwent removal and replacement with a saline mentor siltex round moderate profile 375cc saline implant, catalog # 3542660, s/n (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. White, red and yellow material were observed within the device. Yellow and white material were observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed a rent on the posterior view measuring approximately 0.7 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white, red and yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 375cc and experienced deflation on the left breast implant. As a result, patient underwent removal and replacement with a saline mentor siltex round moderate profile 375cc saline implant, catalog # 3542660, s/n (B)(4) on (B)(6) 2018.